Event description:
This report is for the first of four incidents involving patients with an extravasation at the same healthcare facility. 1/04/08: corporate product monitoring (cpm) received a qp 15 fax from the in house bio-med technician who reported that the radiology department recently had two extravasations while using an optivantage injector. The bio-med technician reported that he could not find anything wrong with the injector, but that he is still going to have the liebel flarsheim engineer examine it. He recommended that I call the assistant director of radiology for the details of the extravasations. The assistant director of radiology informed me that there maybe more than the two extravasations that were originally reported and that I will need to talk to the director of radiology department. The director confirmed that there were four extravasations that occurred while using both of their optivantage injectors. He requested information from me on why we needed to report these extravasations to the FDA. Cpm faxed letter ("FDA letter") to him stating that it is our responsibility to report all mdrs to the FDA. In addition, he received a questionnaire regarding the details of the extravasation events. 1/7/08: cpm placed a follow-up call to reporter, who stated that he needs to show the FDA letter to hospital administration. Customer faxed a qp15 fax for the other optivantage injector. 1/9/08: 0745 cpm called reporter and left vm; called reporter again at 12:45, who indicated that he has not received a reply from the hospital administrator. Reporter stated that the liebel flarsheim fse had visited the site and reported that the optivantage injector was operating properly. He also indicated that he will recommend that his staff begin using the larger bore 18ga IV needle rather than the smaller 22ga IV needle to prevent the extravasations. 1/11/08: cpm called and spoke to reporter and learned that the hospital administrator was planning to call. 1/14/08: the hospital administrator has not called. Called reporter and learned that he has gathered the necessary info but cannot release it before receiving approval from hospital administrator. 1/18/08: cpm management personnel placed a call to the customer and left a voice message stating our need to report the extravasations that occur while customers are using our injectors and requested that the customer return our call. 1/21/08: cpm called reporter and left a message requesting follow-up info and provided a direct phone number. 1/23/08: cpm called reporter who reported that the information is with the risk manager and he would look into obtaining approval for us. We discussed hipaa and offered to send the hipaa letter. The hipaa letter was faxed to him. 1/25/08: cpm called reporter and left a vm, to see if he had any information on the extravasations. The reporter called back and requested the questionnaire sheet to be e-mailed to him at home and work. The questionnaire was sent to reporter by e-mail. 1/28/2008: cpm left message with secretary for customer to call back. To date the reporter has not contacted us. If customer release the patient info we will submit a MDR follow-up medwatch report.

Manufacturer narrative:
Liebel flarsheim field service engineer verified the complete operation per manufacturers service manual, part number 844962-a, ch. 4, section 4.2. In presence of in-house biomed. Injector operates per manufacturers specifications.